Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the harmonic ace instrument was received and failure analysis found the instrument to have the curved blade broken at the tip/midpoint/base. A piece measuring approximately 0.254" x 0.085" in size was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis. .

Event description:
It was reported that during a da vinci-assisted thyroidectomy procedure, the tip of the harmonic ace instrument broke, and a fragment fell into the patient. The fragment fell during the task of dissection. The fragment was retrieved during the same procedure and was confirmed to be removed by visualization. No additional procedure or imaging was performed. The procedure was completed robotically as planned using a back-up harmonic ace instrument.